Event description:
It was reported that the patient experienced a shocking sensation at the implantable neurostimulator site. It was also reported that the patient was experiencing stimulation in the wrong location. The target area was the back of both legs. The patient was not getting any stimulation in the right leg, and only on the front of the left leg. There was no known accident or incident related to this complaint. The patient did note that her occupation required heavy lifting. Impedance measurements were normal. An x-ray (date unknown) was unremarkable. Additional unspecified troubleshooting was performed in 2009, and the results were the same. The patient was scheduled for a revision to replace the stimulation system with a system from a different manufacturer.